Manufacturer narrative:
B5: replace b5 statement. H6: remove patient code 2692.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose.